Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device keeps alarming. The fse evaluated the device onsite and determined that the device was unplugged from the power outlet, causing the battery to become discharged. Ther fse plugged the device in and waited for the battery to charge. The device passed functional testing and was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the battery being discharged. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse plugged the device in and recharged the battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device keeps alarming. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device keeps alarming. The fse evaluated the device onsite and determined that the device was unplugged from the power outlet, causing the battery to become discharged. Ther fse plugged the device in and waited for the battery to charge. The device passed functional testing and was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse plugged the device in and recharged the battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ defibrillator keeps alarming. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.